Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a maude notification via email that an ar-13995n multifire scorpion needle broke. During a right shoulder scope, after the needle was inserted, upon removal it was found that the tip had broken off.